Event description:
The patient was revised to address pain. Implant bearing wear was found intra-operatively.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. Other text: not returned.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database did not show any other reports against the product and lot combinations. Repeated attempts to obtain the complaint samples and x-rays proved unsuccessful: however, additional information was provided indicating the insert component (poly) implant was relative to the activity of the patient with no sign of misalignment or issues relating to the surgical technique or implant. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and / or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.